Event description:
Customer reported there are many scratches on his insulin pump's screen. The scratches make it difficult to read. Customer's blood glucose was unk. He declined speaking with help line. Customer is getting an upgrade. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).